Event description:
Prior to a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick monorail balloon failed the negative preparation procedure. There was no patient contact during this event. The procedure was successfully completed. No patient injuries or procedural complications were reported.